Event description:
Pt presented to the emergency department. Gt study was done. The gt was pulled back. The next day, the pt returns to ed, in septic shock. CT scan was done, and the patient was taken to operating room-duodenal perforation was found and repaired. The patient died the next day. Coroner's report pending.